Event description:
Implantation of unicompartment knee replacement manufactured by mako surgical corporation. Pending (B)(6) superior court, product defect complaint filed. FDA approval was obtained based on "substantially similar" devices. The device and process by which the device is implanted has caused much injury and problems and re-evaluation of its approval for use should be investigated. Two subsequent "corrective surgeries" have not salvaged the prosthetic and a total knee replacement is likely. (B)(6).